Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; the unit was tested with multiple scopes and a light source and "burned in" for more than 3 hours with no b40 error generated and no problems noted.

Event description:
A user facility reported to olympus that they were unable to capture any images and error b40 was generated. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the phenomenon was not reproduced during the device inspection, based on the legal manufacturer's investigation, it is likely the phenomenon occurred due to temporary accidental operation failure of the device or the like on the board.